Event description:
On (B)(6) 2010, pt's wife reported down button on infusion device was defective. Issue began over the last few days. Pt attempted to bolus on (B)(6) 2010 but was not able to get down button to respond. This led to elevated blood glucose of 400 mg/dl. Pt then delivered an insulin injection to lower blood glucose to target range of 90-150 mg/dl. No alerts or error were received and time and basal rates were programmed correctly on infusion device. There are no cracks in infusion device, and infusion device has not been dropped or exposed to water or insulin ingress. Pt started this infusion device in dec, 2007, and he boluses at least 4 times per day. Down button does stick when it is pressed and released. Down button is hard to push and pt "has to play with it to get it to respond." Infusion device was replaced and requested for evaluation. The pt did not require assistance from a health care professional or second party to address the issue.